Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4) no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was prepped for a total knee arthroplasty and two to three minutes after the patient was under anesthesia the surgeon discovered that the oss rs implants did not also carry the universal pieces that fit both rs and standard implants. The patient was taken to recovery and the procedure took place the following day. Attempt have been made however no further information has been provided.